Manufacturer narrative:
(B)(4). D10. Metasulâ® ldhâ®, head, 46, code l, taper 18/20 item# 0100181460 lot# 2411343. Unknown cup item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. G2. Report source: italy. The reported products were returned for investigation. The articulating surface of the head, the bevel and the rim exhibit some fine scratches but are overall inconspicuous. Signs of fretting corrosion can be seen on the head taper, as well as on the inner and outer surface of the adapter. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. The analysis of the retrieval revealed the presence of fretting corrosion on both the adapter and the taper of the head; a definitive root cause for the deterioration of these contact surfaces could not be established. Nevertheless, no medical records were provided to confirm medical allegations, therefore the reported event cannot be confirmed. Since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a total hip replacement on unknown date. Sometime later, underwent a revision surgery due to reaction metal (chromium and cobalt) ion adverse reaction in prosthetic carrier metal-to-metal. Diligence is completed and no further information on the reported event has been provided.